Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the case was cancelled due to patient illness. It had not been rescheduled at the time. Additional information received on 2015-dec-30 from the rep in response to further follow-up reported that the rep had been notified on (B)(6) 2015 that the patient would be added to the surgeryschedule for (B)(6) 2015. This then was cancelled due to the illness. Due to the surgery not occurring, it was not verified if the patient still had leads/extensions and the battery. It was noted the patient also had a pump and catheter. The revision was rescheduled for (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was scheduled for a revision. They were going to do a stimulation system revision and the patient had an old device. Product compatibility was reviewed. It was reviewed that the patient history showed the only registered stimulation system was removed. The office believed the patient had some type of stimulation system implanted by the manufacturer. The revision was scheduled for (B)(6) 2015. No information concerning the revision was known. Follow-up was performed to determine what system was being revised and for what reason.